Manufacturer narrative:
The fore-sight elite preamp cable was returned for evaluation. There was no external physical damage but there was contamination in the edges of the upper and lower housing and inside the unit. When connected to a fore-sight elite monitor, the sto2 readings for channels 1 and 3 remained steady at around 65 percent while moving the cables. The values for channels 2 and 4 varied as the cable was moved. It displayed an unstable value lower than expected. It was found that the shield buss wire was broken for channels 2 and 4 on the circuit board. This failure is consistent with the design of the buss wire. The short length of the wire contributes to the breaking of the wire as the buss does not have enough strain relief and so a little movement on the preamp cable will intermittently break the wire and result in the inaccurate values. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during a pediatric cardiac surgery, the value of the ch4 was rarely displayed, but it was 90 or 10, which was considered abnormal. The expected value was 40-60. Per the customer, the value was rarely shown and went down to 10 and jumped up to 90 was described as noise. The error message, replace sensor was shown on the monitor. The sensor location for each channel was: ch1 and 2 - forehead, ch3 - back, ch4 - right thigh. The sto2 values of the ch1, 2, and 3 were normal. There was no troubleshooting performed since the surgery had already been initiated. The patient was not treated based on the incorrect value. No patient injury occurred due to the event. After the surgery, the monitor and cable of the ch4 were checked with a tester and no value or lower value (around 15) was shown on the monitor. The cable was connected to another monitor, but the same issue occurred. Therefore, the customer suspected cable malfunction. The product was returned for evaluation. From the evaluation, the channels 2 and 4 values varied when the cable was moved. It displayed an unstable value lower than expected. There were no error messages.

Manufacturer narrative:
The product evaluation lab provided additional information regarding the product being evaluated. The only error message or alarm seen during evaluation was for (low sto2). This error is controlled by an alarm limit set by the end user. It can be made to stop if the user adjusts the alarm limits but there is no way to know what the end user had the limits set at during the time of the failure. There was no loss of value. As the cable was moved the value was varied, but always remained lower than expected. There were no other error messages such as replace sensor, seen during evaluation. There is no way to verify what was seen in the field during patient use and the pre-amp cables do not have diagnostic logs to review. Due to an error message being received during the product evaluation, as well as the voice of customer, this complaint is no longer reportable.